Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. Customer agreed to continue using current pump until replacement pump arrived, and received instructions on storage mode, transferring pump settings, connecting continuous glucose monitor to replacement pump, selecting appropriate setup option on new pump, and returning problematic pump within required timeframe, all of which customer understood and acknowledged.